Event description:
It was reported that the patient presented to the emergency room due to fatigue and dizziness. Device interrogation revealed loss of capture of the right ventricular (rv) lead due to dislodgement. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.